Manufacturer narrative:
The impella lp2.5 was received and a failure investigation was completed. Examination of the pump revealed scratches, abrasions, and cracks on the wound closure tip. A review of the device history record found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot. The root cause of the limb ischemia was unable to be confirmed.

Event description:
The complainant reported a (B)(6) year old asian female presenting with acute myocardial infarction and cardiogenic shock. An impella lp2.5 pump was inserted for cardiac support. During treatment, the leg distal to the impella insertion point became ischemic. As treatment, the pump was removed and ischemia resolved.